Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, device remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), the surgeon saw in the eye that there were dark "fibers" or similar integrated into the haptics at the bottom. These could not be removed by suction.

Manufacturer narrative:
Additional information: through follow up it was confirmed that the patient has no problems as far as the surgeon is aware. The lens is still in the eye and no explant is planned. The customer confirmed that they used their usual injectors. They do not have a batch number, but according to the customer, the injectors have nothing to do with the fiber. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.